Manufacturer narrative:
The investigation for the reported issue has been completed. Console logs from the reported day of event are inconsistent with complaint and the reported issues were unable to be identified. During testing in danvers we discovered several issues with the purge assembly that needed addressing: broken purge disk retainer and compromised disk detect flag. After purge pressure sensor assembly replacement, console passed functional check. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was a pump stop noted with the automated impella controller. There was no patient harm.